Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that device diagnostics at a routine office visit resulted in high lead impedance indicating a possible lead break. The patient's nurse believes a fall could have caused the high impedance. Revision surgery occurred. A new generator was implanted which resulted in high lead impedance. A new lead and generator was then implanted. Following replacement surgery the patient was unable to tolerate output current above 0.5ma. The nurse believes the patient may have never received therapy prior to the revision. No serious injury was reported.